Manufacturer narrative:
Event date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported by the¿patient that they thought that the implant was resting on a nerve. The patient reported having muscle spasms around their waist and then on the same side as the implant. The patient reported that it now seemed to be something that was going up their back and down their leg. The patient reported that they were now having difficulties moving their leg. The patient stated that there had been no falls or trauma but they thought that the implant may have moved some. It was noted that troubleshooting was unable to be performed as no troubleshooting could necessarily be done with this event. Patient services recommended that the patient could consider turning stimulation off to see if that had any effect on the spasms. The patient confirmed that they hadn't tried that yet but stated that they really thought that it was more about the implant positioning. The patient was redirected to their healthcare provider to further address the issue and the patient stated that they did contact the doctor and that they wanted the patient to contact the manufacturer company¿ to have a manufacturer representative (rep) present at their appointment on monday, (B)(6) 2021 at 12:40. Patient services notified the field of this appointment.